Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, multiple episodes of auto mode switch due to noise on the right atrial lead were observed. The noise could be reproduced in clinic with isometrics. The physician elected to take no action at this time. The patient would continue to be monitored. There were no consequences to the patient.